Event description:
As reported to coloplast though not verified, report of pain, and disability as a result of the implantation of pelvic mesh product.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.